Event description:
It was reported to baxter that a flogard infusion pump displayed alarm 38. The process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Alarm 38 was confirmed in review of alarm log. During visual inspection, it was found that the force sensing resistors were damaged. The corrective action taken was that the tube misloading sensor was replaced. No further action required.